Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Upon functional testing latch lock test failed. Sensor is found to be defective. The reported issue was able to be duplicated. The determined cause is a defective latch lock sensor; problem was resolved after replacement the latch lock sensor.

Event description:
It was reported that the cadd solis vip pump is reporting an incorrect alarm "cassette locked but not latched. Unlock and reattach cassette". Upon investigation defective latch lock sensor was found defective which is a high risk to the patient if their therapy is interrupted. This is there was no patient involvement and no adverse harm reported.